Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-00528. It was reported postoperative trial implant procedure, the patient loss motor and sensory functions from her left leg/hip area down to the toes. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the trial leads were explanted and a CT scan was performed. Reportedly, imaging revealed apparent abnormalities. Follow-up identified the issue still persists. In turn, the right limb is also affected at this time. Further patient evaluation is pending.